Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: patient is a woman, (B)(6). Diagnosis: 14 cm rectal cancer t3n2m0. Planned surgery: (B)(6) 2018 - laparoscopic resection of the sigmoid and rectum with the formation of hardware sigmorectal anastomosis, the formation of an ileostomy. On the second day after surgery, the discharge of colic discharge through the drainage set in the presacral area was noted; however, due to the absence of peritoneal symptoms, the decision was made to treat this patient conservatively. From (B)(6) 2018 to the present time, the patient is under dynamic observation. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was a leak test performed? If so, what was the result? What kind of ileostomy was "perfomed" (loop, end, etc.)? Can you please clarify what was meant by, ¿anastomosis failure?¿ how did the failure of the anastomosis present itself? Were there any staple formation issues identified at any point in patient care? If so, please describe the shape. What is meant by treated conservatively? Does the surgeon believe there were other contributing factors to the leak to include patient tissue health? Please explain. What is the current status of the patient? Response: all standard precautions were done. We do not do routine leak test. Patient developed partial anastomoses leaks. Due to pelvic peritoneal closure and loop ileostomy formation it was not gross clinical problems and anastomoses healed at last. Presacral drain showed some discharge till 15th post op days. Patient presented today in outpatient dept. Everything is good now. On 20th day.

Event description:
It was reported that there was an adverse event. Date of surgery will be specified. It was found anastomosis failure, but the patient has a discharge stoma and an anastomosis under the pelvic peritoneum. There is a low probability that this will lead to peritonitis, but the patient was not taken for a second operation. The patient is on medication treatment, hospitalized, under the supervision of doctors.